Event description:
It was reported that one day post implant an alert was triggered for high impedance on the right ventricular lead. Occasional oversensing and varying capture thresholds were also noted. Arm manipulations were not able to reproduce the high impedance. During the revision procedure, the setscrew on the device was found to be loose. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).